Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to issue. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if problem returned.